Manufacturer narrative:
(B)(4). Batch # p57l3n. Device analysis: the analysis results showed that one ecr45w reload was received unfired, with the pan partially detached from the proximal end. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
During the bariatric surgery by videolaparoscopy, the reload did not fit into the echelon stapler. When it was removed to see the problem, the protective metal was completely detached from the reload. Another reload was used. There was no damage to the patient. Procedure: video gastroplasty.